Event description:
It was reported the patient received inappropriate therapy. It was further reported the patient was using a ¿circulation booster¿ device at the time which uses electrical muscle stimulation. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).